Event description:
It was reported to boston scientific corporation that a y port feeding adapter was being used to administer nutrition. The procedure and event dates are unknown. According to the complainant, while administering the nutrition, the patient was having problems with the y adapter fitting into the feeding tube. The y port feeding adapter is coming off of the feeding tube and leaking. A new y port feeding adapter will be placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient age is unknown; however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a y port feeding adapter was being used to administer nutrition. The procedure and event dates are unknown. According to the complainant, while administering the nutrition, the patient was having problems with the y adapter fitting into the feeding tube. The y port feeding adapter is coming off of the feeding tube and leaking. A new y port feeding adapter will be placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation found no deformation to the device. A functional evaluation found that the distal connector could not be removed from the y-port material. The condition of the returned unit was not consistent with the complaint incident that the adaptor was detaching. During the evaluation the adaptor was found to be securely attached to the body of the y-port. The dimensions of the barbed end of the adaptor were also found to be within manufacturing specifications. Therefore, the most probable root cause is not confirmed first time unit was used - initial. (B)(4).